Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure as the surgeon was attempting to pass a fibertape suture through the rotator cuff, the ar-13995n scorpion multifire needle did not deploy through the cuff tissue. Upon inspecting the ar-13995n outside of the patient's body it was discovered that the needle tip had broken off. There were three attempted passes using the needle before it broke. Prior to the three failed attempts, the needle successfully passed four suture tape sutures through the rotator cuff. The needle was dry fired after insertion of the scorpion needle. The rep reported the patient is in good condition. Additional information has been requested. Additional information received on 11/25/2019: the rep reported the broken tip of the ar-13995n was not able to be retrieved as it was lost in soft tissue. The procedure taking place was a rotator cuff repair. The remaining portion of the needle is available to return for evaluation.